Event description:
During an aortic valve replacement, an echo showed an anterior leaflet was stuck in the open position and pannus and thrombus was noted on the underside of the leaflet. The valve was replaced with a porcine mitral valve.